Event description:
An issue was reported during treatment of a renal CT guided case with visual-ice system serial (B)(4) at (B)(6). The patient was under anesthesia. Two icerod plus 90 degree needles were successfully tested but during the 2nd freeze, the needle that was under channel two was clogged and stopped forming ice. The needle was changed to channel four and five and normal ice formation was present but when the needle was placed again in channel two, it clogged for the second time. Both needles will be returned for investigation. The system will also be returned to galil. The doctor decided to finish the case with these two needles and a CT scan performed in 6 months will determine if the treatment was completed as expected.